Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions events were that the customer loaded a new pack of reagent, calibrated the system, and performed successful qc testing. Following the loading of a new reagent pack, the customer was satisfied with the results from the system. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous high results were generated by the cobas 8000 c 502 module compared to both the electrophoresis results and another cobas c502. The events involved a total of 12 patients with erroneous results for tpuc3 total protein urine/csf gen.3. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided the patients' ethnicities were requested but were not provided.